Event description:
Additional information indicated that the physician noted a crush on the lead however, no noise was noted and impedances were normal. There was also no slack noted in the lead. The lead was capped and a new lead was inserted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was thought to have a clavicular crush on this right atrial (ra) lead. It was noted that the lead was not sensing and there was loss of capture (loc). A completely dislodged lead was found via fluoroscopy. The physician also speculated that there was no slack in the lead yet the lead was working fine. This ra lead was abandoned surgically. No additional adverse patient effects were reported.